Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 400 mg/dl. A correction bolus via pump was administered to address bg level. Reportedly, the customer received normal assistance by a 3rd party but was not incapacitated due to bg level. Customer loaded a new cartridge to resolve the issue.